Event description:
Following a pulmonary vein isolation procedure using a tacticath quartz ablation catheter, the patient expired secondary to a cerebral embolism. On (B)(6) 2015, a pulmonary vein isolation procedure was performed in which two wide area circumferential ablations (waca) around the left pulmonary veins and one waca around the right pulmonary veins were successfully completed. There were with no immediate patient complications and no performance issues with the tacticath quartz ablation catheter. The patient presented on (B)(6) 2015 with loss of consciousness, hemodynamic instability, stroke symptoms, and fevers after a three week history of chest pain with steady improvement. A CT scan revealed an atrio-esophageal fistula, for which emergent surgical repair was performed the same day. The patient then expired due to cerebral emboli on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The results of the review of the log files concluded that the tacticath performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported death. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.